Manufacturer narrative:
(B)(4). The onset of peritonitis was on an unknown date in (B)(4) 2013. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis was unspecified antibiotics administered intraperitoneally (ip) (dosage, route, and frequency not reported). The patient had recovered from peritonitis. The patient was retrained on proper aseptic technique. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 5 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894022 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.